Event description:
Related manufacturer report number: 2017865-2021-36130; 2017865-2021-36135; 2017865-2021-36136. It was reported that the system was explanted due to a pocket infection. The patient was stable.